Manufacturer narrative:
Film evaluation summary; the exact cause of the reported infected aorta and resulting sepsis could not be determined from the returned films. The pre-implant films were not available for review. The returned films confirmed the reported disease progression of the aorta. During the 14- month implant duration there had been significant dilatation of the distal aorta, leading to distal stent graft migration and a resulting type ib endoleak. The source of the reported aortic infection could not be determined, and it is possible that the infection may have contributed to the disease progression. No stent graft integrity issues were observed in the returned films. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an infrarenal ulcer. It was reported the patient presented with sepsis over a year later. Review of CT and the patient¿s history led the to a diagnosis of an infected aorta with disease progression of the distal aorta. The device was explanted as treatment a day later. It was reported that the patient has an aortoenteric fistula when the stent graft was removed, and the aorta and common iliac arteries were ligated during the procedure. It was reported post procedure the patient developed sepsis and had to be returned to the or for re-ligation of the right common iliac artery. The patient succumbed to sepsis and died a few days post procedure. The actual date of death is unknown. Per the physician the cause was due to possible infection and disease progression. No additional clinical sequelae were reported.